Event description:
It was reported that within a week of implant, the implantable cardiac monitor (icm) recorded two asystole episodes when the patient was asymptomatic. The icm appeared to have loss of contact. The icm is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).